Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had blank display. The customer's blood glucose was 9 mmol/l at the time of incident. The customer stated that the insulin pump received a low battery alert and they tried to change the battery but the screen was not coming up. Troubleshooting was not performed for blank display. The device is not expected to be returned for analysis.